Event description:
Procedure: skin closure (B)(4). Were each opened to capture 1 of the 4 additional patients reported with the same issues reported under ftr (B)(4) (5 patients in total), according to the reporter: customer has had in the last 2 weeks 5 patients return with sutures broken down within the two week period and protruding through the skin and the wound re opened requiring re-suturing. Additional information has been requested of the customer but no response has yet been received.

Manufacturer narrative:
(B)(4).